Event description:
It was reported the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised twenty (20) years post implantation due to dislocation. Head, liner, and stem were explanted.

Manufacturer narrative:
(B)(4). D2: the common device name and product code were populated with the best match based on review of similar devices. D4: it was reported that no additional information was available per the hospital/customer, therefore, no product identification is available. D10: unknown liner unknown. G2: foreign: australia. G4: device information has not been provided to identify the associated 510k. Proposed component code: mechanical (g04)- head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d1, d10, g3, g6, h2, h6, h11. D10:tprlc 133 type1 bm ho 10.0; item number 51-114100; unknown lot number. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the stem contributed to the dislocation and was revised along with the head. The shell and liner remained in situ. No further event information is available at the time of this report.